Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to stay in standby. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) went to the customer site and confirmed the issue. The field service engineer (fse) replaced the flow sensor assembly to resolve the reported issue, confirming that the machine worked normally and was returned to full functionality after replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.